Event description:
It was reported that an autopulse failure occurred during a cardiac arrest. Customer indicated that the platform performed compressions for a minute and powered off. Manual CPR was resumed. No adverse event reported. Autopulse platform and three batteries were also returned for evaluation: autopulse, MFR report # 3003793491-2013-00073, battery #1, MFR report# 3003793491-2013-00074, battery #2, MFR report# 3003793491-2013-00075, battery #3, MFR report# 3003793491-2013-00076.

Manufacturer narrative:
Battery sn (B)(4) was charged and test-cycled, run-in test was performed without any issues. Archive file indicated that low voltage batteries had repeatedly been use. No adverse event reported.